Event description:
Doctor found foreign body like cotton fiber on polyethylene part of centrax duration cup during surgery. Length of the fiber is a inch and amount is 3. Doctor removed the fibers by hand and continued operation. Doctor wants to know what is the fiber and whether this fiber causes adverse event.

Manufacturer narrative:
Information received indicated that a foreign body has already been wasted. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Doctor found foreign body like cotton fiber on polyethylene part of centrax duration cup during surgery. Length of the fiber is a inch and amount is 3. Doctor removed the fibers by hand and continued operation. Doctor wants to know what is the fiber and whether this fiber causes adverse event.